Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during preparation of the occlusion balloon catheter (subject device), the deflation of the balloon was very slow. There was no impact to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation of the occlusion balloon catheter (subject device), the deflation of the balloon was very slow. There was no impact to the patient.